Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope exhibited no angulation. The issue occurred during inspection for use. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 the device was returned to olympus for inspection, and the reported failure of no angulation was confirmed. The malfunction was due to a fractured angulation wire. A root cause could not be identified. Based on the results of the investigation, it is likely the fracture resulted in component failure. ¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error as the no angulation would not cause or contribute to a death or a serious injury if it were to recur.